Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-05726. It was reported that patient¿s scs system was autoreducing. The ipg was replaced on (B)(6) 2021 to address the issue (related manufacturer reference number 1627487-2021-16955), however the issue persisted. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.